Event description:
It was reported during follow up that physician noted multiple episodes of vt upon device interrogation. Upon review, the vt episodes were due to t-wave double counting. Inappropriate therapy was delivered in these episodes. Pt was in good condition after the event. Further info is not available at this time.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.